Manufacturer narrative:
The bed was inspected and no signs of short circuit were found, the device was functioning as intended. Since there was no malfunction of any electrical component determined during the evaluation, the complained symptom could not be confirmed. Service engineer suggested that sparks may have come out of hospital outlet, however, there was no visual damage of the socket or signs of smoke. Therefore, this hypothesis could not be confirmed. The instructions for use for citadel bed (IFU 830.213-en rev.14f) include the following information which describes the preventive maintenance procedure regarding electrical components: ¿visually check power supply cord and mains plug.¿ this procedure has to be done weekly. If the result of this test is unsatisfactory, contact arjo or an arjo-approved service agent". To sum up, arjo device did not fail to meet its performance specification since there was no malfunction of any electrical component determined during the device evaluation. The patient was using the bed at the time of incident. No injury occurred. The complaint was assessed as reportable due to the allegation of sparks coming out of the power cord plug.

Event description:
Arjo was notified about sparks coming out of the power cable. According to the information provided, error e410 was present, all buttons were blinking and when nurse tried to unplug the bed from the socket power cable sparked. There was no injury reported.